Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that they were using the ar-12990, knee scorpion, on the meniscus, doing a meniscal root repair, when attempted to bite down the jaw of the device the jaw snapped and the top half broke off inside of the patient. They were able to retrieve the broken piece. The grasper was all that was needed to retrieve the piece. No additional incisions. They completed the case by changing the procedure to a meniscal debridement. The patient was a (B)(6) female.